Manufacturer narrative:
Device evaluation: a visual and tactile inspection was performed. A longitudinal cut was found on the balloon, starting from the proximal balloon welding and 3 cm long. The guidewire tube was found kinked in correspondence of the cut, mainly due to its compliance caused by inflation and then deflation and extraction of the device. The proximal balloon welding was found stretched and a small kink was found on the shaft at 3 cm of the usable length. The guide wire lumen was flushed but, due to the kinked and stretched area near the proximal balloon welding, it was not possible to insert the 0,018¿¿ guide wire. No further issues found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use pacific xtreme dilatation balloon catheter to treat a lesion in the popliteal artery with 70% stenosis, the lesion exhibited moderate vessel calcification and slight tortuosity, it was reported that during dilatation procedure, the balloon ruptured when pressure reached 6atm. No abnormity noticed during inspection prior to use. Pre-dilatation was not performed. The device was removed and replaced another pacific xtreme balloon catheter to complete the operation; the lesion was treated well after dilatation. No patient injury reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.